Event description:
Unomedical reference number (B)(4). Event occurred in israel. It was reported that patient had high blood glucose (bg) levels due to influenza and pneumonia and was hospitalized for 10 days and received external insulin treatment for high bg. The patient's bg at the time of the incident was 500 mg/dl, but their current bg value is 130 mg/dl. The hospitalization occurred on (B)(6) 2024. The patient did not report any significant symptoms at the time of hospitalization. The infusion set was last changed every 2 days prior to the event. No further information available.